Event description:
The following has been reported by customer: silence and down button not working reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. The device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. The reported devices were not sent back to brézins for investigation as repairs were performed locally. According to provided information, the pump found dirty (inside and outside) and silence and down buttons were inoperative that confirmed the reported event. Therefore, the upper case with keypad was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing conclusive was noticed, only a little dirt. Functional cross testing were carried out and the mute and down (1 arrow) keys were unfunctional. Internal inspection found some oxidation. Therefore, the reported event is confirmed and the root cause is likely due to a defective keypad. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.